Manufacturer narrative:
Results: there was no visible damage to the lantern. Conclusions: evaluation of the returned pod4 revealed a fractured pusher assembly and a detached embolization coil. If the pod4 is forcefully advanced against resistance, damage such as a kink may occur. If a kinked device is further manipulated during use, damage such as a fracture may result. Further evaluation of the returned pod4 revealed that the embolization coil was detached. This damage was likely incidental to the reported complaint. Evaluation of the returned pod6 revealed that the introducer sheath was ovalized on the proximal end. If the pod6 is forcefully mishandled during use, damage such as this may occur. During the functional test, resistance was encountered due to the ovalization on the proximal end of the introducer sheath while attempting to advance the pod6 out of its introducer sheath, and the pod6 could not be advanced any further. Further evaluation of the returned pod6 revealed coagulated blood inside the introducer sheath. This was likely incidental to the reported complaint. Evaluation of the returned lantern revealed a functional device. During the functional test, a demonstration pod was advanced through the lantern without an issue. The root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2020-01674, 2. 3005168196-2020-01675, 3. 3005168196-2020-01677.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01674; 3005168196-2020-01675; 3005168196-2020-01677.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, pod packing coils (pod pcs), a ruby coil and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous, narrowed and calcified. During the procedure, while advancing a pod4 (f97385) halfway through the lantern in the inferior gluteal artery, the physician experienced resistance. The lantern was then flushed but the pod4 would not advance further, therefore, it was removed. Next, the physician experienced resistance again while advancing another pod4 (f97385) through the lantern, but was able to implant the pod4 into the target vessel. While advancing a pod6 (f98111) through the lantern, the physician experienced resistance, and the pod6 would not advance. The lantern (f96109) was therefore, removed and replaced with a new lantern. The physician flushed the new lantern, but was still unable to advance the pod6 due to resistance, therefore, the pod6 was removed. The procedure was completed using pod pcs, one ruby coil, and the same lantern. There was no report of an adverse effect to the patient. It was also reported that after the procedure, while advancing the previously removed pod4 into the lantern, the pusher assembly of the pod4 was inadvertently kinked.